Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report..

Event description:
The customer alleges that a torn cuff was observed upon removal of the device.no patient harm reported.

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that a torn cuff was observed upon removal of the device. No patient harm reported.